Event description:
During a coronary artery bypass procedure, customer reports that needles prematurely released from suture. There are no reported adverse consequences to the pt related to this event.